Event description:
It was reported that there were improperly secured crews or washers of the battery. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient involvement.

Manufacturer narrative:
The reported issue of improperly secured screws or washers of the battery could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. Probable root cause for the complaint of improperly secured screws or washers of the battery could not be determined because no device or logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 12/12/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Customer notification sent to alert user of the issue and risks associated with missing or loose battery screws that can result in intermittent battery connection and interruption of patient therapy. CAPA pr 1544897 was opened to document investigation and field actions. H3 other text : device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were improperly secured crews or washers of the battery. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient involvement.